Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned a photo of a 3/10cc syringe. Customer states that when a pet owner removed the shield, the needle with the shied was separated from the hub. The attached photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Conclusion: customer returned a photo of a 3/10cc syringe. Customer states that when a pet owner removed the shield, the needle with the shied was separated from the hub. The attached photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. Root cause: "on 23 sep 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: CAPA # (B)(4) has been opened to address this issue."

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe the hub separated from the device. The following information was provided by the initial reporter: the customer stated "this is a report from an animal clinic. When a pet owner removed the shield, the needle with the shied was separated from the hub."